Event description:
It was reported the biomed was returning the device for repair. Staff reported device is "broken". The biomed had no other information. No patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.